Manufacturer narrative:
Conclusion and justification status: (B)(4). Right side posterior approach. Male revised: cup, liner, head . Aseptic loosening socket; dissociation of liner; wear of acetabular component no cement details supplied. Lots provided are invalid, see additional information. No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
National joint registry reports that patient was revised to address cup loosening, disassociation of liner, and wear of acetabular component.